Event description:
The customer received questionable troponin t stat (tnt) results on their e411 rack analyzer. The patient's initial tnt result from an aliquot cup was 0.037 ng/ml accompanied by a data flag. This result was not reported. The first repeat result from the parent tube was <0.010 ng/ml accompanied by a data flag. The second repeat result from the parent tube was <0.010 ng/ml accompanied by a data flag. The customer believed the repeat results were correct. There were no adverse events. The tnt reagent lot number was 16234301 and the expiration date was 05/31/2012. The field service representative discovered the customer was not spinning their sample tubes to the manufacturer's specification. Performance testing was run and everything with the mechanics and electronics of the analyzer were within specification. The customer performed quality control with passing results.

Manufacturer narrative:
The initial result and both repeat results were analyzed on the same e411 (serial number (B)(4)).

Manufacturer narrative:
A specific root cause could not be identified. Quality controls did not indicate an issue. The alarm list provided did not indicate a root cause. Based upon the information provided, pre-analytical sample handling is a possible root cause. In addition, electromagnetic interference within the laboratory could not be excluded as a potential cause of this event. No adverse event was reported.